Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k863138and k926214. The actual device was not returned to the manufacturing facility for evaluation. However, a retention sampled was investigated. Reproductive testing was performed on a current guidewire sample. It was inserted into a metal needle and withdrawn from it. The urethane outer layer was sheared off the core wire semi circumferentially, where the core wire was exposed. The surface of the cross-section of the sheared urethane outer layer was found to be in the smooth state. The production product code/ lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record and product release decision control sheets. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused samples. Based on the investigation of the retention sample, it is likely that the urethane outer layer was sheared off the actual sample when the actual sample was subjected to a withdrawing manipulation through the involved metal needle in the state of the actual sample having contact with it. However, with no device return of the actual sample the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that an unknown radifocus guidewire was used in combination with a metal needle; before dawn (exact date is unknown), when the urethane coating was sheared off. The doctor did not notice it. On a later date when the patient underwent an x-ray examination, a fragment of the sheared urethane coat was found left inside the body. The fragment of the urethane coat remained in the patient's body.